Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain ¿ dysmennorhea"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), back pain ("pain back."), menorrhagia ("menorrhagia"), metrorrhagia ("metorhagia"), anaemia ("anemia."), psychological trauma ("psych injury"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with surgery (hyst. (Full).). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, dyspareunia, back pain, menorrhagia, metrorrhagia, anaemia, alopecia, headache and fatigue had resolved and the psychological trauma and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, metrorrhagia, migraine, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted in surgery. As per ppf hyst. (Partial) and in type of additional surgeries- hyst (full). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2016: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: previously reported event injury was deleted and was updated to new events. Following events were added: pain ¿ dysmennorhea, pelvic/abdominal, dyspareunia, back, menorrhagia, metorhagia, anemia, psych injury, hair loss, migraine, headaches, fatigue. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.